Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 06-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("fertilization clinic requested product removal since one part of the device was inside the uterine cavity") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and sterilisation reversal ("patient wished pregnancy"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the sterilisation reversal outcome was unknown. The reporter provided no causality assessment for device dislocation and sterilisation reversal with essure. The reporter commented: patient did not have any symptoms but had wish of pregnancy. The fertility clinic requested product removal since one part of the device was inside the uterine cavity. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("fertilization clinic requested product removal since one part of the device was inside the uterine cavity") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and sterilisation reversal ("patient wished pregnancy"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the device dislocation and sterilisation reversal outcome was unknown. The reporter provided no causality assessment for device dislocation and sterilisation reversal with essure. The reporter commented: patient did not have any symptoms but had wish of pregnancy. The fertility clinic requested product removal since one part of the device was inside the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.